Event description:
The patient underwent a sinus lift procedure and was burned during the use of a kavo handpiece. Patient experienced a full thickness burn on the buccal mucosa. From doctor's perspective, procedure was uneventful. Doctor didn't realize that the handpiece was hot. They were using it on bone. Irrigation usually compensates for any drill heat. After they completed bone grafting and suturing, they didn't see any abnormality that day. It was a surprise a few days after the procedure that the patient came and saw the doctor.